Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the patient developed a subacute thrombosis. In 2004, the physician had implanted a taxus express2 3.5 x 12 mm drug eluting stent in the proximal rca at 20 atms for 20 seconds (rbp=18 atms), following predilation with a maverick2 2.5 x 9 mm balloon at 12-14 atms for 14-30 seconds. The physician then inserted a filterwire ex into the saphenous vein graft to the lad. He deployed the first taxus express2 3.5 x 12 mm drug eluting stent at 14 atms for 20 seconds; the second taxus express2 3.5 x 12 mm drug eluting stent proximal to the first stent at 12 atms for 20 seconds; the third taxus express2 3.5 x 12 mm drug eluting stent at 14 atms for 20 seconds in between the 2 previous stents; and the fourth taxus express2 3.5 x 12 mm drug eluting stent proximal to the 3 previously placed stents (all in the svg). The patient became dizzy, their blood pressure was 88/47 and heart rate was 55, following administration of intracoronary nitroglycerin. They were given atropine and fluids with good result. The stents were postdilated with a powersail 3.75 x 8 mm balloon. The patient was administered clopidogrel and heparin during the procedure. No other complications were reported. The patient developed chest pain with positive troponin levels 72 hours later. They were found to have an occluded svg to the lad. A maverick2 3.0 x 15 mm balloon catheter was used to predilate the vessel with multiple inflations, followed by angiojet treatment of the vessel. The physician then deployed a taxus express2 3.5 x 12 mm drug eluting stent, followed by multiple inflations (11) with the maverick2 in the proximal lad and mid-distal svg. Another taxus express2 3.5 x 12 mm drug eluting stent and 6 taxus express2 3.5 x 8 mm drug eluting stents were deployed in the lad/mid-distal svg. This was followed by four postdilations with a quantum maverick 3.5 x 15 mm balloon catheter. The patient was given heparin during this procedure and was reported to be in satisfactory condition. Same case as manufacturer's report #s: 6000089-2004-00509, 6000089-2004-00511, 6000089-2004-00512.